Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that intermittently, the system has no phacoemulsification power during quad mode. This is happening intermittently on different systems. This report is for the unspecified cataract systems.

Manufacturer narrative:
Additional information provided. The system was examined and tested. The system was determined to have met product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).